Manufacturer narrative:
Batch review performed on 15 september 2025. Lot 2405540: (B)(4) items manufactured and released on 13-mar-2024. Expiration date: 25-feb-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event during the period of review. The surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
The patient came in due to instability and the cause is unknown. About 1 year after the primary surgery, the surgeon upsized the poly from a 10mm to a 12mm. The surgery was completed successfully.